Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. Date of event: date of device breakage and non-union is not known. This report is for an unknown , unknown locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Exact part numbers of concomitant screws is unknown. Devices are from the small fragment range. Possible partial part numbers are 204.8xx and 213.0xx. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported a multi-trauma patient underwent an open reduction internal fixation (orif) for a distal 1/3 humerus fracture on (B)(6) 2017. Patient was implanted with one (1) 3.5mm locking compression plate (lcp) metaphyseal plate 12 holes, one (1) lag screw, seven (7) 3.5mm lcp screws, and two (2) 3.5mm cortex screws. On unknown date, x-rays revealed the plate and the third locking screw from the distal end were broken, resulting in a non-union. Patient was returned to surgery and revised on (B)(6) 2018. Revision surgeon noted the original fixation was too light and should have been treated with a large fragment plate and screws construct, as patient requires both hands to maneuver a wheelchair. Concomitant devices reported: 3.5mm lcp screw (part number unknown, lot number unknown, quantity 7), 3.5mm cortex screw (part number unknown, lot number unknown, quantity 2). This report is for one (1) unknown locking screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Customer quality conducted a review of x-rays provided. We are not able to confirm any broken screw on the received pictures. Product was not returned and no article and lot number was provided. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Corrected data: event description, concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported a multi-trauma patient underwent an open reduction internal fixation (orif) for a distal 1/3 humerus fracture on (B)(6) 2017. Patient was implanted with one (1) 3.5mm locking compression plate (lcp) metaphyseal plate 12 holes, one (1) lag screw, six (6) 3.5mm lcp screws, and three (3) 3.5mm cortex screws. On unknown date, x-rays revealed the plate and the third locking screw from the distal end were broken, resulting in a non-union. Patient was returned to surgery and revised on (B)(6) 2018. Revision surgeon noted the original fixation was too light and should have been treated with a large fragment plate and screws construct, as patient requires both hands to maneuver a wheelchair. Concomitant devices reported: 3.5mm lcp screw (part number unknown, lot number unknown, quantity 6), 3.5mm cortex screw (part number unknown, lot number unknown, quantity 3). This report is for one (1) unknown locking screw. This is report 2 of 2 for (B)(4).